Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42106be00 and the complaint issue. The overall performance of architect toxo igg was reviewed using field data from customers worldwide. The median value for lot 42106be00 is within the established limits and comparable to historical reagent lot performance. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect toxo igg reagent for lot 42106be00 was identified.after further review, section d4 catalog # was updated from 06c19-25 to 06c19-35 on 10may2023.

Event description:
The customer observed falsely elevated architect toxo igg results for a pregnant patient. The following data was provided: 23dec2022 sid (B)(6)initial result = 47.9 iu/ml 26apr2023 sid (B)(6)initial result = 0.0 iu/ml the customer repeated the sample from 23dec2022 in duplicate and generated results of 0.0 iu/ml for both runs. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect toxo igg results for a pregnant patient. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 47.9 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 0.0 iu/ml the customer repeated the sample from (B)(6) 2022 in duplicate and generated results of 0.0 iu/ml for both runs. No impact to patient management was reported.